Event description:
Event description guidant received information that, 34.6 months post-implant, this implantable cardioverter defibrillator (ICD) declared eri. There was expressed concern regarding this device's battery longevity.